Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 bd insyte¿ autoguard¿ shielded IV catheters had leakage issues. The following information was provided by the initial reporter: it was reported by the customer that 4 boxes of 22g shielded IV catheters that all seem to have malfunctioning vacuums after needle retraction. The insertion itself is fine but when the needle is retracted the vacuum does not work and blood ends up everywhere.

Event description:
It was reported that 4 bd insyte¿ autoguard¿ shielded IV catheters had leakage issues. The following information was provided by the initial reporter : it was reported by the customer that 4 boxes of 22g shielded IV catheters that all seem to have malfunctioning vacuums after needle retraction. The insertion itself is fine but when the needle is retracted the vacuum does not work and blood ends up everywhere.

Manufacturer narrative:
Investigation summary there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.